Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The insertion site was thigh. The infusion set was in use for several hours. Patient had symptoms 3 or more hours after insertion. No further information available.